Event description:
A report was rec'd that a pt underwent a pocket revision procedure due to pain at the pocket site. During the procedure, the physician moved the ipg from the left flank to the left buttocks. The pt was reportedly doing well following the revision procedure.

Manufacturer narrative:
This is the final report.